Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8703w, serial#: (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a consumer receiving baclofen [2000 mcg/ml] at a rate of 1193 mcg/day via intrathecal drug delivery pump. It was reported that the physician thought the patient was more spastic in their arm at their last refill. They attempted to aspirate the catheter during surgery and also tried to access the port aspiration in the office. The catheter was explanted on (B)(6) 2017 and the issue was resolved. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code - conclusion code ¿ 92 is being updated to 11 for this event. Update/correction: device code: (B)(4) is also applicable to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2017, product type: catheter. Analysis of the pump found that there were no anomalies with the device. Analysis of the catheter found that there was damage to the catheter body. Eval code-result on the catheter updated. Eval code-conclusion on the catheter updated. If information is provided in the future, a supplemental report will be issued.